Event description:
Patient was brought to the operating room for intended procedure. Surgeon wanted to use the grasping forceps. When tested before use, the device would not open. The device was changed with another forceps and procedure continued without further incident. Manufacturer response for dislodger, stone, basket, ureteral, metal, tricep (per site reporter). Device to be returned by surgical coordinator in materials management.